Event description:
It was reported that lead dislodgement and intermittent capture were observed one day post-implant. The lead was explanted and replaced. There were no adverse consequences during the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.